Manufacturer narrative:
Complaint has been elevated for investigation.

Event description:
Customer reported one false positive result obtained on the alinity m sars cov-2 assay that was questioned by the patient. The customer states the patient was tested on (B)(6) 2021, the results were released the same day. The patient claimed they had tested with curative four times in the month of november and the results were all negative. The patient stated they had also tested with their primary care provider the day after receiving the positive result. They did a rapid pcr and a pcr, both tests came out negative. The cycle number (cn) value of the patient was considered a solid positive (23.31). The sample was not re-run and the result was not changed. There was no report of impact to patient management caused due to this observation.

Manufacturer narrative:
D4 additional information lot number. Expiration date and manufacture date updated. Investigation into this complaint included a customer data review, customer file review, quality data review and a complaint history review. The results of the investigation are summarized as follows: customer data review: review of the plate mapping analysis identified no potential amp plate carryover risk for the reported sample ids (sids). The customer data review determined that there was no indication that alinity m sars-cov-2 amp kit (list 09n78-095) lot 522133 was performing outside of established design performance specifications. A product deficiency was not identified by this evaluation. Quality data review: device history record / batch record review of the manufacturing packet for alinity m sars-cov-2 amp kit (list 09n78-095) lot 522133 did not identify any issues which could result in the reported complaint. No records related to the reported complaint were found. The review did not identify any issues which could have resulted in the reported complaint. No issues were found during quality control (qc) testing. The qc amp kit masterlot testing met all acceptance and validity specification criteria. CAPA / non-conformance review: a CAPA review was performed to identify any records that were potentially related to the reported complaint for alinity m sars-cov-2 amp kit (list 09n78-095) lot 522133 and respective components. The CAPA review did not identify any existing internal issues or nonconformances related to the reported complaint for alinity m sars-cov-2 amp kit (list 09n78-095) lot 522133. Complaint history review: a lot specific complaint history review was performed to identify complaints related to the tickets investigated which reported discrepant sars-cov-2 results while using alinity m sars-cov-2 amp kit (list 09n78-095) lot 522133. A product deficiency was not identified as a result of this review. Based on the results of the investigation elements, a product deficiency for the alinity m sars-cov-2 amp kit (list 09n78-095) lot 522133 was not identified.